Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Manufacture date. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-00728, 03511 & 03512).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right side on (B)(6) 2010 due to infection. Additional information received in patient clinical data indicates that the initial total hip arthroplasty on (B)(6) 2000. The information received further indicates that a revision and radical debridement procedure occurred on (B)(6) 2001 and that total hip components were re-implanted on (B)(6) 2001. A subsequent revision and radical debridement procedure took place on (B)(6)2005 and total hip components were re-implanted on (B)(6) 2005. A review of invoice history confirmed the re-implantation procedure on (B)(6) 2005 and that cables were also implanted, suggesting that a femoral fracture was corrected. Additional information received in revision operative notes indicates that a revision and radical debridement occurred on (B)(6) 2010 where all components were removed and replaced with a temporary acetabular liner, modular head and antibiotic cement spacers. The revision operative notes indicate the femoral stem and acetabular cup were both well fixed and that the stem was cut in order to remove it. Operative notes further indicate that a procedure was performed on (B)(6) 2010 to remove the components and cement spacers and replace with another total hip system. Additional information received reported patient underwent an irrigation and debridement procedure of the right hip on (B)(6) 2001 due to wound drainage. It was further reported that during the reimplantation procedure on (B)(6) 2001, patient was implanted with a biomet stem and head with competitor cup and liner. During the revision on (B)(6) 2010, operative notes report purulent fluid and bone scan reveals infection and possible femoral fracture. Additionally, operative notes report that during the procedure on (B)(6) 2010, an all poly cup was cemented into a zimmer cup to complete the procedure.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right side on (B)(6) 2010 due to infection. Additional information received in patient clinical data indicates that the initial total hip arthroplasty on (B)(6) 2000. The information received further indicates that a revision and radical debridement procedure occurred on (B)(6) 2001 and that total hip components were re-implanted on (B)(6) 2001. A subsequent revision and radical debridement procedure took place on (B)(6) 2005 and total hip components were re-implanted on (B)(6) 2005. A review of invoice history confirmed the re-implantation procedure on (B)(6) 2005 and that cables were also implanted, suggesting that a femoral fracture was corrected. Additional information received in revision operative notes indicates that a revision and radical debridement occurred on (B)(6) 2010 where all components were removed and replaced with a temporary acetabular liner, modular head and antibiotic cement spacers. The revision operative notes indicate the femoral stem and acetabular cup were both well fixed and that the stem was cut in order to remove it. Operative notes further indicate that a procedure was performed on (B)(6) 2010 to remove the components and cement spacers and replace with another total hip system.